Event description:
As reported by our affiliates in (B)(6), this was a 29mm sapien 3 case in aortic position by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck and the sheath shaft tore. It was also seen that a valve frame strut bent. The commander with crimped valve and esheath were removed. Due to tortuosity and trauma, it was decided not to use a second valve, but to abort the procedure and only repair the dissection that was caused. The vascular surgeon treated the dissection with a drug coated stent; however, the patient passed away in hospital on pod1. Cause of death is currently unknown.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings corrected h6- investigation conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08499. The device was not returned for evaluation. Imagery was provided by the site and revealed the following: the patient's access vessel had presence of calcification and tortuosity. The crimped valve was exposed through liner; however, a bent strut was not observed. One bent strut appeared at the inflow. The complaint for valve frame damage was confirmed based on provided imagery. A review of the device history record, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck and the sheath shaft tore. It was also seen that a valve frame strut bent ". Per imaging evaluation, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to high resistance and push force. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". As such, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.